Event description:
The user facility stated that they have five staff members experiencing red welts where the elastic, of the headcover, touched the forehead. It was reported that the welts itched and spread to their scalp. No medical intervention sought or required. The irritated area improved after discontinuance of headcovers. When asked, it was reported that none of the employees have allergies to latex. This is one of five medwatch reports being filed for this difficulty.

Manufacturer narrative:
Date sent to FDA: 10/2/97. User facility did return 1 headcover for evaluation with the assumption that it came from hosp stock. Additional samples were evaluated from MFR's stock. Evaluation summary: raw material process review: no changes have been made to the MFR of the raw material used in the construction of this product. Record review: no lot number was provided by the user facility, therefore no record review could be conducted. Summary of trends: no unexplained upward trends. Conclusion: investigation could not confirm that an actual failure of the product to conform to expected performance occurred, but rather was an isolated reaction of an individual. Johnson & johnson medical, inc. Is submitting this report of an undefined reaction associated with the use of a device that contains latex, notwithstanding our belief that the enclosed report, based upon currently available info, does not fall within the applicable regulatory requirements for medical device reporting under 21 cfr part 803. J & j medical is reporting this event because an undefined reaction may be a symptom of an immunologically mediated allergy which could, in rare instances, resonably fit within the reporting requirements if exposure to the allergen were to recur.